Event description:
It was observed that during the device evaluation, the bending section of the cystonephrovideoscope is detached at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the investigation results, the issue is most likely attributable to an expected or random component failure. No design, manufacturing, or stress related issues were identified during the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.